Event description:
Reportedly the left superficial femoral artery was predilated and then stented. The delivery device jumped down the vessel and caused the deployed stent to miss the lesion as it was compressed in length. A second stent was then placed to cover the lesion, which overlapped the first stent. This device was being used off label.